Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient thought her ins moved and it had been a year since she got the procedure done. The patient stated that she felt the ins had moved because she could feel the ins against the skin. The patient confirmed that she didn't used to feel the ins and her health care professional would not help her. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was implanted for both bladder and bowel and the patient stated that her ins was out of place. The patient noted that she could see it was against her skin and she scheduled a surgery on (B)(6) 2018. The patient mentioned that the manufacturing representative (rep) was supposed to be there but when she went to the health care professional's (hcp) office the rep was not there. The patient was redirected to their hcp to ask whether they are going to move the ins or replace it. It was also reported that there were no circumstances that let to the ins moving and the patient will have a replacement or relocation. There were no further symptoms or complications reported or anticipated.